Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 353-354 mg/dl. A correction bolus was delivered to address bg level prior to arriving at the ER. Reportedly, the customer did not receive any additional treatment at the ER. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. At the time of the report, the customer had not been released from the ER. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.